Manufacturer narrative:
Additional information: device information received. An event regarding crack/fracture involving a restoration modular stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: [...] On november 12, 2019 an admission for right lateral hip pain notes, ¿¿ x-ray femoral shaft fracture distal to the prosthesis. Pain started approximately in october of 2019.¿ on november 15, 2019 a right hip revision with a proximal femoral replacement total hip arthroplasty and an acetabular revision was performed for ¿mechanical failure of right hip femoral component¿. The operative report describes general and spinal anesthesia and a lateral approach. The report notes, ¿¿ doing well since a month ago office visit ¿ no pain ¿ significant proximal femoral bone loss ¿ previous eto has not healed ¿ cement in central aspect of the canal ¿ proximal femur essentially an eggshell ¿ removed cement ¿ removal distal femoral distal prosthesis ¿ well fixed ¿ removed poorly positioned acetabular component ¿ reamed to 59mm for a 60 revision cup with four screws and a 36/0° liner, reamed femur to 24mm for a 24/160 stem with a cable, 30mm and 80mm segments and link neck and xxl proximal femur modular component, 28/0 head with an mdm poly ball¿. Uncomplicated surgery was described and the patient was discharged on november 18, 2019 to rehab. No documented follow-up subsequent to this is noted. No imaging studies are available for review, there is no examination of explanted components, and no documented follow-up between august of 2014 and november of 2019. Based upon the information available for review, there is no indication that the multiple right total hip arthroplasty revisions in this morbidly obese patient were related to factors associated with implant manufacturing or materials. Device history review: indicated all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: [...] On november 12, 2019 an admission for right lateral hip pain notes, ¿¿ x-ray femoral shaft fracture distal to the prosthesis. Pain started approximately in october of 2019.¿ on november 15, 2019 a right hip revision with a proximal femoral replacement total hip arthroplasty and an acetabular revision was performed for ¿mechanical failure of right hip femoral component [...]. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as device return, imaging studies and documented follow-up between august of 2014 and november of 2019 are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stem of hip replacement completely fractured. Update (B)(6) 2019 wg: spoke to patient's daughter. Patient's right hip had a broken femoral stem (x-ray supplied) and was suffering extremely bad pain and immobility. The patient's stem and acetabular shell were revised. Reporter was not made aware of the reason for revision of the shell. Update (B)(6) 2020: as per medical review removed poorly positioned acetabular component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Stem of hip replacement completely fractured. Update 20/november/2019 wg: spoke to patient's daughter. Patient's right hip had a broken femoral stem (x-ray supplied) and was suffering extremely bad pain and immobility. The patient's stem and acetabular shell were revised. Reporter was not made aware of the reason for revision of the shell.